Event description:
The customer reported on (B)(6) 2014 her blood glucose reached 22 mmol/l (396 mg/dl) less than 24 hrs after the pod was activated. Upon inspection she noticed the cannula was not inserted correctly into the infusion site and it was suck to the adhesive pad. The pod was removed and during the call her bg was reading 21 mmol/l (378 mg/dl).

Manufacturer narrative:
The product was not returned for eval. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.